Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, a cracked keypad at the select button, keypad overlay texture damage, a faded serial number label, a cracked case near the belt clip rail corners, a cracked case (battery tube), cracked battery tube threads, a broken reservoir tube lip, a missing retainer ring, and a missing reservoir tube o-ring. We were unable to perform the displacement test due to a broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 13.5 mmol/l at the time of the incident. The customer reported there is a crack developing from the back of the insulin pump. Customer stated that the pump has been dropped a few times by accident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.